Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-34; product lot number: 0013298784; product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant of a transcatheter aortic valve evfxplus-34, after the valve was loaded into the delivery catheter system (dcs), fluoroscopic inspection showed frame overlap up to node 4 and the valve was accepted to proceed. During the deployment attempt, infolding was noted at approximately 80% of deployment, prompting recapture and a second deployment attempt of the same valve; persistent infolding was then observed extending up to the outflow crown. A new valve was loaded into a new dcs, and fluoroscopic inspection confirmed a good load. The second valve was deployed successfully with good expansion and no infolding. No patient complications have been reported as a result of this event.